Manufacturer narrative:
(B)(6). Device was not returned for root cause analysis. Neither samples or pictures were received for the analysis of the complaint of overinfusion. An error history log was not provided to aid in the investigation. The device history record of reported lot 4406173 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause of failure mode ¿a0146 - delivery, overinfusion¿ cannot be determined.

Event description:
It was reported that cassette had been finishing earlier than expected, approximately 2-3 hours earlier than expected. There was no report of patient injury or medical intervention as a result of this complaint. Customer reported that this has occurred on at least 3 occasions. There was patient involvement, but no patient harm reported. The actual samples were administered, no photographs have been provided for investigation. No mechanical issues were reported by the customer in relation to the cassettes during these events.